Event description:
It was reported that pump issued alarm 2 while customer used infusion set on upper buttock and abdomen. There was no adverse impact to the customer¿s blood glucose level. Customer resumed therapy and insulin without making changes, reported no frequent or recurring occlusion issues, and case was closed with no additional assistance needed.